Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Review of the device history record supports that all manufacturing specifications were met prior to distribution. The suspect ev1000 platform was returned for examination. The device was tested for proper function via functional testing, electrical safety testing, burn-in simulation and a visual inspection for external damage. All tests were successfully passed with no inaccurate readings, physical damage or failures noted for any reason. The customer¿s complaint of ¿false¿ thermodilution measurements was not observed during the evaluation testing. There is no evidence or indication that a manufacturing defect is responsible for the customer¿s experience while it is unknown whether procedural processes or other conditions played a role in the customer¿s report. With any hemodynamic monitoring, patient readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Reference 2015691-2018-04676 and 2015691-2018-04679 for two additional reports involving subsequent patients.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A review of the manufacturing and servicing records has been initiated to ensure that the device met all specifications upon distribution.

Event description:
It was reported that during use of an ev1000 platform, the thermodilution measurements were false in comparison to other ev1000 platforms. The customer did not provide any specific example(s) of the false vs. Expected measurements. It is also unknown if any error messages were received. This is reported to be an intermittent problem. There was no allegation of patient injury. Patient demographics were requested and not provided.